Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The proximal shocking coil was separated from ma bonding at distal end. Helix was extended, physically intact, with no irregularities noted. Further, visual inspection and measurement found helix to be in specification.

Event description:
--

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead had perforated the heart wall. A pericardiocentesis was then performed. The lead was removed and the physician repaired the whole system. No additional adverse patient effects were reported.